Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel were observed via stored egms. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.